Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: xt-r, gaia 1; guide catheter: heartrail al1.5 6f. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the device was prepared inside of the patient anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulty appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
The procedure was to treat a de novo, concentric, cto lesion with moderate tortuosity and heavy calcification in proximal right coronary artery. A trek rx 1.5 x1 2 mm balloon catheter was delivered to the target lesion for pre-dilatation and crossed. During the first inflation, the balloon ruptured at about 10 atmospheres for 10 seconds. There was resistance felt with the anatomy during advancement of the device. The device was replaced with a non-abbott balloon catheter that was inflated without any issue. The procedure was successfully completed after stent implantation. There was no adverse patient effect. There was no clinically significant delay in the procedure. Prior to use, the catheter was soaked in saline. The device was prepped (air aspiration) inside the anatomy prior to use. No resistance was met when the protective sheath was removed and during removal of the device. No additional information was provided.